Event description:
It was reported that an altitude alarm occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.